Event description:
It was reported that the right ventricular (rv) lead shock impedance had been slowly trending upward, and eventually went high out-of-range with a value of 120 ohms. Boston scientific technical services (ts) was contacted and discussed options moving forward. It was noted that the right atrial lead had noise as well. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).